Manufacturer narrative:
H.6. Investigation: one photo showing the n40-o optima injector connected to a spiros component was provided to our quality team for investigation. There is no issue related to the connection of the injector and mating spiros component observed within the photo and no leak can be identified. A device history review was performed for lot 2104302, no deviations or non-conformances were identified during the manufacturing process that could have contributed to the reported incident. Product undergoes inspections throughout the manufacturing process, including testing to verify all critical dimensions are within specification such as the luer threading. All records were reviewed for the reported lot and results were found to be acceptable. Five retained samples from lot 2104302 were used for additional evaluation, no damage was observed on the product and all luer dimensions were verified to be within the required specifications. Based on the available information we are not able to identify a root cause related to our manufacturing process at this time.

Event description:
It was reported that injector locking n40-o components disconnected. The following information was provided by the initial reporter: it was reported spiros component fell out of the optima female luer. Verbatim: nurse stated the the infusion pump alarmed upstream occlusion after initiating a chemo infusion. She checked to make sure the IV set was spiked into the ICU medical 5" bag spike adaptor with spiros was fully inserted and as she traced up the set to the spiros-optima locking injector connection the spiros component fell out of the optima female luer. She said she attached as instructed and believed she made a good connection. She re-attached and continued the infusion with no issues. No leak was noted when the two components fell apart. I attached a picture of the set up for your review. No product was retained. Nurse was concerned that if this would happen again there could be a potential for a spill re-education on how to properly secure the locking injector onto the spiros was provided.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that injector locking n40-o components disconnected. The following information was provided by the initial reporter: it was reported spiros component fell out of the optima female luer. Verbatim: nurse stated the infusion pump alarmed upstream occlusion after initiating a chemo infusion. She checked to make sure the IV set was spiked into the ICU medical 5" bag spike adaptor with spiros was fully inserted and as she traced up the set to the spiros-optima locking injector connection the spiros component fell out of the optima female luer. She said she attached as instructed and believed she made a good connection. She re-attached and continued the infusion with no issues. No leak was noted when the two components fell apart. No product was retained. Nurse was concerned that if this would happen again there could be a potential for a spill re-education on how to properly secure the locking injector onto the spiros was provided.